Event description:
Approximately 7 months post implant, physician was unable to successfully communicate with the pulse generator. Microprocessor reset was attempted, but was unsuccessful. Patient was seen 1 week later, at which time a successful reset was performed. After a magnet activation of the device, communication was no longer possible. Microprocessor reset attempts were unsuccessful. The pulse generator was replaced, but has not yet been returned for testing. No injury to patient has been reported as a result of this event.